Event description:
It was reported that the patient had increased pain. The daily rate was increased twice. An x-ray was performed and showed that the catheter had migrated to c3-4. The catheter was surgically repositioned on (B)(6) 2012. The outcome was reported as resolved without sequelae. The device system was used to deliver dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), product type programmer, patient; product ID 8709, lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).